Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection at the incision site approximately one month post implant. Redness, flaky skin and yellow scab were noted. Antibiotics were administered and the complete implantable pulse generator (ipg) system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.